Event description:
Pulmonetic systems ltv series ventilator was set-up on a post-surgical patient and ventilating patient fine for approximately 5 minutes when staff smelled smoke and noted visible smoke in the air. The smoke was coming from the ventilator and the ventilator began alarming "hw failure." The ventilator was immediately pulled off patient and patient was ambu ventilated while another vent was set-up. The ventilator unit was pulled from service and is being sent to the manufacturer.